Event description:
A clinical study reported that after a surgery a patient experience elevated intraocular pressure (iop) and medications were provided as a measure. An ophthalmic gas was used during the procedure. The symptoms were resolved. Additional information received indicating the surgery was a combination of phacoemulsification of cataract, intraocular lens implantation, vitrectomy, vitreocentesis injection, retinal laser photocoagulation, complex retinal detachment internal compression repair, epimacular membrane peeling and macular hole closure on right eye.

Manufacturer narrative:
This report was originally filed under mfg report num 1610287-2022-00068. All future reports will be submitted under mfg report num reflected in this report. The sample was not returned. Therefore, no testing could be performed. A check of confirmed complaints for patients that have experienced high intraocular pressure showed. An analysis of the retain sample lots showed the product met all release criteria. Nothing was found that would account for the reported event. Based upon the information obtained the root cause of the reported event cannot be determined. At this time, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).